Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. The customer's blood glucose was 444 mg/dl at the time of incident. Customer was able to treat for their blood glucose with a manual injection. Troubleshooting was not completed as the customer did not have insulin available to fill another reservoir. The customer declined to return the insulin pump for analysis.